Event description:
It was reported that during a laproscopic sigmoid colectomy and wedge biopsy of the liver procedure, the machine started to alarm and an instrument error was highlighted. The blade of the instrument then fell off outside of the pt. There was no pt consequence.